Event description:
Pt has a known driveline short to shield issue. Called the emergency call phone at approx. 0400 with pump off 0 flow, speed 0 advisories. Instructed pt to call 911 immediately for emergent evaluation at hospital. Pt arrived to emergency department and log files were sent to company per policy, revealing patient's short to shield had progressed to a phase to phase. Pt was transferred to cicu. Held a multidisciplinary review and pt deemed not a candidate for pump exchange, physician spoke with abbott engineers to discuss a possible external driveline repair, and the decision was made to arrange for a repair. Pt received external driveline repair. Driveline sent to company for further analysis. Vad coordinator care team- patient called rn coord reporting pump off alarm, rn coord sent to emergency department and notified mds immediately. Pump reactivated in ambulance on its own. Rn coord sent log files to ed. Drive line externalized after discussion that patient wasn't pump exchange candidate then drive line repair performed. He was deemed not a candidate for pump exchange by the mdc. His driveline was externalization in operating room, in anticipation of abbot engineers coming for a driveline repair. 3 days later, he underwent bedside drive line repair. Unfortunately, he had recurrent pump stops the next day. Conversations started around prognosis. Patient was made dnr/dni and elected to go home with his sister on hospice. His tachy therapies were deactivated. Polst completed. The vad was decommissioned and plugged in the cath lab, and his driveline was cut and buried. His wound vac was removed, and he was transitioned to wet-dry dressings. Patient was discharged to hospice care the next day.